Event description:
The customer reported a button error alarm. The customer also stated that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of approx 600 mg/dl. The customer was unable to clear the alarm due to unresponsive buttons. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No button error alarms were noted. However, corroded keypad traces were noted during visual inspection.